Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in monaco as follows: customer reports that a plate broke. Unknown where or when it happened. This complaint involves one part. This report is 1 of 1 for (B)(4).